Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 1 week after the dental implant was installed in patient's mouth it was verified its non- osseointegration. 5 ncm of primary stability was achieved and immediate load was not performed. The patient presented insufficient bone quality/quantity (bone type iii) and bone graft was executed.